Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she believes the insulin pump is delivering too much insulin, which caused her to experience low blood glucose levels for three weeks. Blood glucose level was at 96mg/dl at time of report. The customer stated that she filled the reservoir the night before and the next morning she woke up and found that it contained less than half of the filled insulin units. Troubleshooting was performed. It was found that the insulin pump programming was set to a.m. Instead of p.m. Customer was advised to monitor the pump and call back if the issue persists. Nothing further reported.